Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4). Note: manufacturer contacted customer on 2/23/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer had an appointment with her primary care physician. The customer was diagnosed with vertigo. The customer was prescribed meclizine. The customer checked her blood sugar and obtained a result of 152 mg/dl on the morning of (B)(6) 2017.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 279, 274, 350, 315 and 289 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 200 mg/dl. The customer feeling dizzy and weak at the time of the call. Medical attention is not reported as a result of the actual blood glucose results and symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 350 and 315 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/27/2018 and open vial date is (B)(6) 2017. (B)(6). The customer states the meter is giving her high results. The customer states she has an appointment with her doctor. The date and time are not set correctly on the meter. All results in the meter are fasting results.